Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator is corroded on inside, won't turn on. Further information received that the device would not powered on. The device's system board need to be replaced and the device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator is corroded on inside, won't turn on. The device was returned unrepaired per customer request. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.